Event description:
It was reported that an asystole event occurred and was discovered by the nurse when she entered the room. The bedside monitor provided audible and visual alarms. The hospital stated that the alarm was not noticed at the alarm display unit (adu) or at the icentral. The alarm history shows several bradycardia events prior to the asystole event. A review of the log files confirms that the icentral audible alarm function was disabled by the user.

Manufacturer narrative:
Under (B)(6), patient information is considered confidential and will not be released by the hospital. Review of the icentral log files shows that the icentral password protected audible alarm setting was set to "disabled" by the user; therefore, only visual alarms were provided at the icentral. No malfunction of the icentral or bedside monitor was identified. The system performed as designed.